Manufacturer narrative:
An event regarding wear and periprosthetic fracture was reported. On review of the provided medical records by a clinical consultant corrosion, disassociation, & trunnion wear were confirmed, periprosthetic fracture was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records noted; heterotopic ossifications (brooker grade-4) in and around the arthroplasty have contributed to an overload condition in the arthroplasty causing corrosion in the trunnion section with gradual metal substance loss, loss of taper lock functionality with ultimately femoral head disassociation requiring revision surgery. Does the review identify any procedural related factors that contributed to the event? None evident in the principal failure mode. It remains possible that a pp-fracture occurred during stem removal but there is no hard evidence to support this. Does the review identify any patient related factors that contributed to the event? Heterotopic ossifications (brooker grade-4) in and around the arthroplasty does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. Conclusion: a clinical consultant concluded, heterotopic ossifications (brooker grade-4) in and around the arthroplasty have contributed to an overload condition in the arthroplasty causing corrosion in the trunnion section with gradual metal substance loss, loss of taper lock functionality with ultimately femoral head disassociation requiring revision surgery. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened. Device not returned to the manufacturer.

Event description:
The patient was revised due to trunnionosis and periprosthetic fracture. Update: per medical review, loss of taper lock and femoral head disassociation was noted.

Event description:
The patient was revised due to trunnionosis and periprosthetic fracture. Update: per medical review, loss of taper lock and femoral head disassociation was noted.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was confirmed by a clinical review of the provided x-ray. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated: {...} heterotopic ossifications (brooker grade-4) in and around the arthroplasty have contributed to an overload condition in the arthroplasty causing corrosion in the trunnion section with gradual metal substance loss, loss of taper lock functionality with ultimately femoral head disassociation requiring revision surgery.{...} device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. The investigation concluded that {...} heterotopic ossifications (brooker grade-4) in and around the arthroplasty have contributed to an overload condition in the arthroplasty causing corrosion in the trunnion section with gradual metal substance loss, loss of taper lock functionality with ultimately femoral head disassociation requiring revision surgery. {...} . No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.